Event description:
Edwards received a report of a sapien m3 procedure in the mitral position in which moderate pvl was observed post-deployment, and two plugs were placed. Following plug placement, the pvl was reduced to trace. It was noted that the lateral commissure was anteriorly positioned, which may have contributed to the pvl.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.